Manufacturer narrative:
Multiple attempts to follow up with the customer to get additional information went unanswered. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 07/21/2017, the customer alleged that in (B)(6) 2015, she received a pump in style advanced breast pump at the advice of the hospital to relieve engorgement due to being an over producer. She stated that the pump did not empty her breasts, no matter how long she pumped and she ended up with mastitis. She stated the she developed a fever of 104 and was rushed to the hospital emergency room in pain.